Manufacturer narrative:
Internal report reference number: (B)(4). Syringes were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for the trueplus single-use insulin syringes. Pharmacist is calling on behalf of the customer. Pharmacist had dispensed the box of syringes to the customer on (B)(6) 2025; when customer had opened the box, the 30g syringes had not been packaged in individual plastic bags. Customer had stated that all of the syringes were at the bottom of the box, and that the individual plastic bags were laying on top of the syringes. Pharmacist stated that the plastic cap on the syringes was intact. Pharmacist stated the box had been taped shut when pharmacy had received it from mckesson, and that is how they dispensed it to the customer. Pharmacist advised that customer was refunded in full for the purchase. No symptoms or medical attention associated with the use of the product was reported.

Manufacturer narrative:
Sections with additional information as of 20-aug-2025: h6: updated FDA¿s type, findings and conclusions codes. H10: syringes were not returned for evaluation. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using syringes from the same lot. No abnormalities observed with retention samples. Packaging records were reviewed, no abnormalities observed. Most likely underlying root cause: mlc-009: use error caused or contributed to event.